Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Procedural notes from the patient's initial implant and reintervention procedure were provided on (B)(6) 2021. The patient presented to the initial implant procedure on (B)(6) 2015 with a diagnosis of abdominal aortic and right common iliac artery aneurysm. The proximal neck diameter measured 26.5mm, the right external iliac diameter measured 8mm, and the left common iliac diameter measured 19mm. This patient had previously undergone angioplasty of his right external iliac artery and had a self-expanding stent just past the takeoff of the hypogastric artery was noted on CT. The procedure was begun with ultrasound-guided access in the right common femoral artery with a 501 micropuncture needle. This was followed by an 0.018 wire which was passed proximally. A 501 micropuncture sheath was then placed over the guidewire. A 0.035 guidewire was then advanced proximally, followed by a 5-french working sheath. A retrograde angiogram was performed and there was tortuosity noted of the external iliac artery leading into the stent that was not completely opposed to the arterial wall to facilitate "clean" pass through the stent. It was chosen to place a glidewire into the stent. After access through the stent was obtained, a 5-french kmp catheter was passed over the glidewire and was noted to have some resistance with the stent. Thus it was thought that the wire probably traversed through the interstices of the stent. The stent was then straightened. A lunderquist wire was placed through the kmp catheter. A buddy wire first with a glidewire using the kmp catheter was then used to guide through the stent. Again this was thought to be an unsatisfactory pass, therefore, a tight 0.035 rosen wire was brought onto the field and this was used with a kmp catheter to obtain a clean pass through the stent. Once this was obtained, the kmp catheter over the tight j-wire was used to exchange for a lunderquist wire. At this point, it was chosen to perform a cutdown in the right groin through the common femoral artery and that perclose device were passed through the stent. An incision was made around the 8-french sheath that was used over the lunderquist wire with access into the artery. The common femoral artery was exposed and encircled with vessel loops proximal and distal to the catheter placement. Through the left groin under ultrasound guidance, a 501 micropuncture technique was used to access the common femoral artery. An 0.018 guide wire was passed proximally followed by a 5-french coaxial sheath. An angiogram at this time showed good placement and thus a percutaneous approach was contemplated. Two perclose devices were then deployed over the 0.035 wire in the 2 and 10 o'clock position and the sheath was upsized to an 8-french sheath. The lunderquist wire was now passed into the descending thoracic aorta through a kmp catheter. The patient was heparinized initially with 10,000 units of heparin and supplemental doses were given afterwards and the acts were maintained over 250 seconds and measured every one-half hour. Next, over the lunderquist wire on the right, a marked pigtail catheter was used to perform an angiogram to obtain the length of the bifurcation from the renal arteries. Once this was determined, a main body measuring 32 mm in diameter proximally x 96 mm in length was brought onto the field. This section was designated tffb-32-96-zt. Under fluoroscopy, it was positioned to allow for the gate to open anteriorly into the right. Before placing the pigtail catheter over the lunderquist through the right groin, a 16 french cook sheath was brought onto the field and positioned over this wire into the distal abdominal aorta. Next, the main body was passed through the left groin and positioned just below the renal arteries. Under angiographic evaluation, it was deployed just below the renal arteries until the contralateral gate opened. The pigtail catheter was pulled on over a glidewire and the suprarenal fixation was deployed. Using the pigtail catheter and the 16-french sheath from the right, a 0.035 glidewire was placed through the contralateral gate and ultimately into the descending thoracic aorta after confirming placement. The pigtail catheter was passed over the guidewire into the descending thoracic aorta and the glidewire was exchanged for a lunderquist wire. The marked pigtail catheter was pulled down into the distal graft through the gate and into the right external iliac artery. This allowed for measurement to the end of the previously placed self-expanding stent in the external iliac artery. To traverse this span, a right leg extension designated zsle-11-107-zt was brought onto the field and deployed in the contralateral gate over the lunderquist wire. A second limb designated zsle-11-74-zt was deployed as an extension on the right until it ended just past the previously placed self-expanding stent within the external iliac artery and before the sharp turn tortuosity. On the left, a marked pigtail catheter was then positioned after removing the cap used for the suprarenal fixation. A retrograde angiogram allowed for measurement of the hypogastric artery. A left limb measuring 24 mm in diameter x 90 mm in length designated zsle-24-90-zt was brought onto the field and deployed into the ipsilateral gate into the distal left common iliac artery. A coda balloon over the lunderquist wires was now used to dilate the proximal and distal extent of the stent with all overlapping segments. On the right, an 8 mm x 4 cm length angioplasty balloon and then a 10 mm diameter x 4 mm balloon were used to dilate this section within the self-expanding stent in the external iliac artery. A completion angiogram was performed. An excellent result was noted with good filling of the renal arteries bilaterally. There were no significant type 2 leaks. Once completed, the right femoral sheath was removed and the artery was directly repaired using running 6-0 prolene suture. Flow was reestablished in the right lower extremity. On the left, the perclose devices were used to secure hemostasis at the entrance site, initially over the floppy j-wire which was ultimately removed. Both feet were checked and noted to be viable. Protamine, a total of 40 mg, was given. The right groin wound was closed using interrupted 2-0 and 3-0 subcutaneous vicryl, followed by closure of skin using interrupted 3-0 vertical mattress nylon. At the end of the procedure, the patient was transferred to anesthesia recovery in satisfactory condition. The patient presented to the reintervention procedure on 14dec2020 with a diagnosis of claudication with left limb endograft occlusion. The patient reportedly developed kinking of one of the limbs as the aneurysm decreased in size and shortened, and complained of short distance claudication involving his left lower extremity. The problem became more acute over the 2 weeks before the procedure. The procedure was an attempted opening of the left endograft limb with femoral-femoral bypass. Therefore, a left groin incision was made. The common femoral, superficial femoral, and profunda femoris arteries were exposed. A 10,000 units of heparin was then given. A 501 micropuncture technique was used to access the common femoral artery. A 0.018 guidewire was advanced proximally, followed by 5-french coaxial sheath, which was then exchanged over a 0.035 bentson wire for a 5-french pinnacle sheath. Using a kmp catheter along with a glidewire, attempts were made to get through the distal occlusion of the endo graft. An angiogram showed retrograde flow in the hypogastric artery feeding the external iliac artery. At this time, it was chosen to perform a femoral-femoral bypass. The right groin incision was made. The common femoral, superficial femoral, and profunda femoris arteries were exposed. Vessel loops were placed around the arteries proximally and distally. An 8mm ringed standard wall gore-tex graft was tunneled between 2 incisions just above the symphysis pubis. Acts were measured and maintained over 250 seconds throughout the procedure. The vessels were occluded in the right groin. An arteriotomy was made in the common femoral artery. The end of the graft was spatulated. An. End-to-side anastomosis between the graft and the artery was created using running 6-0 gore-tex suture. Once completed, an angled ductus clamp was applied just proximal to the anastomosis and flow was reestablished into the right lower extremity. In the left leg, the vessel loops were placed around the arteries proximally and distally. The sheath was removed from the common femoral artery and the entrance site was used as the heel of the anastomosis with extension distally into the common femoral artery using potts scissors. The distal end of the graft was spatulated, and an end-to-side anastomosis created between the graft and the common femoral artery using running 6-0 gore-tex suture. Prior to completion, the vessels were flushed in usual fashion and flow was established into the external iliac artery proximally. Followed by flow into the profunda femoris and superficial femoral artery distally. A 40 mg of protamine was given. Hemostasis was achieved with electrocautery. The wounds were irrigated with antibiotic solution. They were then closed using interrupted 3-0 subcutaneous vicryl, followed by closure of skin using interrupted 3-0 vertical mattress nylon. An inadvertent buttonhole just distal to the left groin incision made in the skin was closed with a single interrupted 3-0 vertical mattress nylon suture. Dressings were applied. The patient was transferred to anesthesia recovery in satisfactory condition.

Manufacturer narrative:
Investigation ¿ evaluation: cook became aware of an incident where an occlusion was noted in the complaint device zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-24-90-zt). The issue was originally reported by a physician at beaumont hospital- royal oak in royal oak, mi. A fem-fem bypass was performed to restore blood flow. A review of documentation including the complaint history, device history record, drawing, instruction for use (IFU), manufacturing instructions, quality control and specifications of the device, as well as an expert review of imaging provided by the facility, was conducted during the investigation. The complaint device was not returned for investigation; therefore no physical examinations could be conducted. The complainant did provide medical imaging for expert review. Thrombus was noted in the main body. The ipsilateral leg extension has a significant kink just outside of the ipsilateral limb. It does not appear that both zisl limbs were matched up at the level of the zimb bifurcation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls and inspections are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the design history file (dhf) found that the affected product is safe and effective for its intended use. A review of the device history record (DHR) could not be completed due to lack of lot information from the user facility. As there are adequate inspection activities established, and objective evidence that the DHR was fully executed it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information related to the reported failure mode. Indications for use: "the zenith spiral-z aaa iliac leg with the z-trak introduction system is indicated for use with the zenith aaa endovascular graft family of products, including the zenith flex aaa endovascular graft, zenith alpha abdominal endovascular graft, zenith low profile aaa endovascular graft, zenith renu ancillary graft, zenith fenestrated aaa endovascular graft, zenith universal distal body endovascular graft, zenith flex aui, or zenith branch iliac endovascular graft, during either a primary or a secondary procedure in patients who have adequate iliac/femoral access compatible with the required introduction systems. The graft is used in combination with these products for the endovascular treatment of abdominal aortic and aorto-iliac aneurysms." Warnings and precautions: "patients experiencing reduced blood flow through the graft limb and/ or leaks may be required to undergo secondary interventions or surgical procedures. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliac's) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patient with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event." Directions for use: section 11.1.5: ipsilateral iliac leg placement and deployment 2. "Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one stent inside the ipsilateral limb of the main body." Potential adverse events: "adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis and/or pseudoaneurysm, claudication (e.g., buttock, lower limb), graft or native vessel occlusion." Based on the information provided, a review of provided medical imaging and the results of our investigation, it was concluded that the cause can be traced to the user and an unintended use error. The ipsilateral leg extension had a significant kink just outside of the ipsilateral limb, and the limbs were not matched up at the level of the zimb bifurcation as per IFU. There are likely contributing factors to the thrombus formation. Thrombus formation is also a known inherent risk of the device. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg kinked following implantation. The device was placed on the patient's right side initially. It was reported that the patient experienced "limb shutdown, possible uni-bypass". Due to the kink, the graft was unable to be accessed. Consequently, the patient required a femoral-femoral bypass. No other adverse effects have been reported.